Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cassette was not attached. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/25/2024. H3: one device was returned for repair in good condition. Review of event history found cassette not attached properly alarm. The reported problem was related to a previous repair. Functional and visual testing was performed. The downstream occlusion (dso) sensor seal was bubbled and delaminated. The cause of the primary problem was failed occlusion sensor. Replaced downstream occlusion (dso) sensor, upstream occlusion (uso) sensor, occlusion seals and motor.